Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #(B)(4) was opened for the device without correlation to the complaint. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 09:41:30 (B)(4). Po for(B)(6) approved by (B)(4). Shipping & billing address confirmed. There was no patient involvement. (B)(6) 2018 09:12:49 (B)(4). Customer stated bad battery was confirmed due to bad nicad and lithium battrie. Broken case. The device will be delayed due to no new nicad battry p/n 140992 available from stock per (B)(4). (B)(6) 2018 07:07:21 (B)(4). Broken case, replaced it a new case assembly. Replaced new nicad and lithium batteries. (B)(6) 2018 08:00:31 (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #(B)(4) was opened for the device without correlation to the complaint. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).